Event description:
It was reported the patient experienced a ¿loss of therapeutic effect¿ that began one to one and a half hours prior to report. It was stated at that time ¿everything went dead¿ in the patient¿s arm. It was reported the patient¿s hand was swollen and purple and that his arm would not work at the time of report. It was further reported the patient ¿felt that his stimulation had shut off.¿ it was noted the patient was to meet with a manufacturer representative the day after initial report at his physician¿s office. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 377745, lot# v004934, implanted: (B)(6) 2006, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 377745, lot# v004934, implanted: (B)(6) 2006, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information reported the patient¿s ins was replaced due to a ¿normal¿ elective replacement indicator (eri).

Event description:
Additional information received reported the patient had crps and when the implantable neurostimulator (ins) went dead they had a return of symptoms in their hand. It was noted the patient had a follow up appointment with their healthcare professional in two weeks. The reporter stated they had not heard from the patient so they assumed the patient was getting good coverage.

Manufacturer narrative:
(B)(4).